Manufacturer narrative:
Exemption number e2016018 b. Braun medical, inc. (Importer) is submitting this report on behalf of b. Braun melsungen ag (manufacturer). This report has been identified as b. Braun melsungen ag internal report # (B)(4). We received no sample and no picture. Because of this, further investigation of the complaint is not possible. Device history record (DHR): complaint reported an unknown batch, thus, unable to review DHR.

Event description:
As reported by the user facility (translation of user facility information by bbm sales organization in australia: over infusion